Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to feeling/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began approximately 3-4 weeks ago prior to contacting lfs. The patient reported unspecified blood glucose reading(s) with the subject meter. As part of the patient's diabetes regimen, the patient claimed she is on an insulin pump. Despite the alleged issue, the patient claimed she continued to take her usual dose of humalog insulin (dose unknown). The patient reported she was feeling shaky, sweaty, and dizzy 10 minutes before the alleged issue began. In response to her symptoms, the patient stated she self-treated with food and/or drink. According to the patient, no other blood glucose device was used. At the time of troubleshooting, the cca noted the test strips were in good condition and the subject meter's unit of measure was set correctly. The patient, however, did not have the control solution available to perform a quality control solution test. Replacement products were sent to the patient. Although, the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no indication that the patient's symptoms deteriorated since there was no delay of treatment. However, this complaint is being reported because the mss was not able to obtain/verify additional information from the patient and the reported issue did not correlate with the patient's symptoms and treatment.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: on (B)(4) 2012, the test strips passed all testing with no faults found. The meter was also tested on (B)(4) 2012 and was found to be working properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. PMA: 510(k) # is k073231